Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00374.

Event description:
It is reported that 8.3% of the patients in this study had a poor score based on the merle d¿aubigne scale. About 50% of these patients were able to walk despite their sores, which were affected in addition by polyarthrosis and multiple operations on other joints.